Manufacturer narrative:
(B)(4). The complaint was confirmed and was due to the old style of tip protector being prone to allowing damage to the sterile barrier system during shipping and handling. The bill of material for this item has already been update to the polyurethane tip protector, which offers superior puncture resistance and a design that does not allow for product/sterile barrier interaction. Review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for these lots. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an left hip intramedullary nailing procedure. During the procedure, two different straight wire packages were found with the wires punctured through the inner sterile packaging. There was no reported patient injury or delay in the procedure as a result of the event.